Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. The physician would like to perform a lead revision; however, the associated implantable cardioverter defibrillator (ICD) was placed in the abdomen, and unsure of replacement products. Ts provided troubleshooting to determine the cause of the noise and advise on available replacement products. An x-ray was performed, and as there is not contact between the can and the lead or adaptors, a lead integrity issue is continued to be suspected. This lead was implanted in 1994, and at this time a replacement model for an abdominal approach is no longer manufactured. The patient was hospitalized, and shock therapy was turned off pending revision. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated impact codes of unexpected medical intervention in section f10 and h6. Implant dates and device details in section d, and manufacturing information in section g were unable to be obtained, as this lead is no longer manufactured, and details were unavailable. After requests for additional information, no further information was able to be obtained regarding status of devices or revision procedures. This investigation will be updated should further information become available in the future.

Event description:
It was reported that noise oversensing was present on this right ventricular (rv) lead. The physician would like to perform a lead revision; however, the associated implantable cardioverter defibrillator (ICD) was placed in the abdomen, and unsure of replacement products. Ts provided troubleshooting to determine the cause of the noise and advise on available replacement products. An x-ray was performed, and as there is not contact between the can and the lead or adaptors, a lead integrity issue is continued to be suspected. This lead was implanted in 1994, and at this time a replacement model for an abdominal approach is no longer manufactured. The patient was hospitalized, and shock therapy was turned off pending revision. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.